Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively when the surgeon was using the device to close the vaginal cuff, the needle broke in half. It broke right down the middle one of the needle halves got stuck in the patient. They brought in a device and confirmed that the needle was still in the patient. The doctor was unable to locate the exact location, so he left the needle inside the patient.